Manufacturer narrative:
Concomitant medical products: ddmb1d1 ICD; (B)(6) 2018. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced inappropriate therapy due to noise on the right ventricular (rv) lead. The pase/sense portion of the rv lead exhibited high impedance and that portion of the lead was capped and replaced. The superior vena cava (svc) portion of the lead remains in use. No further patient complications have been reported as a result of this event.